Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of over 500 mg/dl with symptoms of large ketones. The patient sought medical advice from their hcp and performed manual insulin injections to bring their blood glucose down. The reporter indicated that the patient had a thyroid condition and was on antibiotics for an infection. During the course of troubleshooting, it was determined that there was a leak at the leur lock between the cartridge and the infusion set. The cartridge side of the leur lock was damaged. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a leak due to a damaged cartridge.